Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user rewound the ilet and inserted a cartridge with the silver lining first, after which the cartridge became lodged and could not be removed, leading to inability to continue infusion; the device component involved was the cartridge and cartridge bay, and no blood glucose symptoms or medical treatment were reported. Symptoms included none. Outcomes included interruption of insulin delivery requiring device replacement and user shutdown of the device to prevent further alerts. Investigation included device history review, review of provided use information, and technical support troubleshooting with the user. Failure investigation revealed no fault found with the device.